Event description:
Family member called alleging high readings on their patient's meter. Patient obtained a 325 mg/dl and retested on another lfs meter and obtained a 154 mg/dl (invalid comparision). Patient did not experience any symptoms at the time of testing. Patient took insulin and was taken to the hospital where their blood glucose was 20 mg/dl. No information on the time difference between their meter and the hospital's. Patient was treated with food and /or bevarage at the hospital. Test strips were in good condition and not expered and control solution was not expired. Control solution test was done twice and they both failed. Patient suffered a serious injury. However, not enough information to state that meter contributed to the injury. There is a malfunction, since control solution failed twice with the test strips.